Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine clinic visit, the right ventricular lead impedance had been trending down over time. The patient was implantable cardioverter defibrillator dependent. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.